Event description:
The customer stated that her blood glucose was tested while she was at her doctor's office. The customer's contour read 81 mg/dl, while a lab test gave a reading of 40 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. The customer stated that she did not feel well when her glucose was tested and she collapsed. She declined to provide treatment info, but did say that she was hospitalized. The customer declined to troubleshoot and insisted her meter be replaced. A replacement meter was sent to the customer. No product will be returned.